Event description:
This lv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that this lead showed no capture at that time so have turned it off. Lv tip1 to rv shows noise but the device isn't showing it. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).